Event description:
The customer reported that the main alarm failed. Not in use, no patient or user harm reported. The customer reported that the device was restarted, but the issue was not resolved. The remote service engineer (rse) suggested troubleshooting the speaker and central processing unit (cpu). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name & institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The key market reported that the speaker was replaced to resolve the issue. The device was returned to service.